Manufacturer narrative:
The returned device was visually inspected and functionally tested and passed the returned product inspection as per specification.

Event description:
Information received by medtronic indicated that the patient had a phrenic nerve palsy during a cryoablation procedure. Phrenic nerve palsy occurred 79 seconds into the first ablation of the right superior pulmonary vein, at a temperature of -56 degrees c. The procedure was aborted.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.